Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. The alarms were caused by the ultrasonic sensor failing due to out of specification calibration values, which are a known contributor to false air in line alarms. The failed upstream sensor was replaced. (B)(4)

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.